Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer is experiencing high blood glucose levels. Customer's blood glucose reading was 400+ mg/dl. Customer spoke with health care provider and then self treated. Customer expressed the following symptoms of high blood glucose: nausea, sickness, stomach craps, trouble standing up, and keytones urine. Nothing further reported.